Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter will be retained by the user facility risk mgmt dept. Therefore, a sample eval could not be performed. The investigation is currently underway. Note: this event has been coded as a malfunction as the perforation was attributed to another MFR's 18 f introducer sheath.

Event description:
It was reported that during a scheduled retrieval, an ivc filter was difficult to remove with a recovery cone. During the attempted removal, one of the filter legs became bent upward in a cephalad direction. A guidewire was inserted and the recovery cone was removed without difficulty. The introducer sheath was then exchanged for another MFR's 18 f introducer sheath. During insertion of the 18 f introducer sheath, the pt coded and CPR was administered. The pt was then transferred to the operating room at another facility where a sternotomy was performed and a perforation approx one half inch in length was identified in the right ventricle. The perforation was surgically repaired without further complication. The filter retrieval was then performed in the operating room using two different recovery cones and a snare. During the retrieval, the filter became severely tilted. After several more retrieval attempts were made with various devices, the filter was successfully removed. Upon removal, the filter was examined and it was noted that one of the filter feet had detached. The detached filter foot was not identified on images. The current pt status is unk.